Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported reusing cartridges after running out of pump supplies. Customer was educated that reusing cartridges is off label per the user guide. Customer experienced high blood glucose; however, value was not provided. No additional information was provided.